Manufacturer narrative:
The insulin pump alarmed during the prime test due to cracked end cap. The insulin pump had cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed during the prime process. Caller stated that the screen went black when changing the reservoir. The customer's blood glucose reading is 152 mg/dl. Advised caller that the insulin pump will be replaced. Nothing further reported.